Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there were false positives. The following information was provided by the initial reporter. It was reported by the customer that false positives occurred hazard, injury or erroneous results details did a death occur? No did an injury occur? No did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 7 false positives if yes¿was patient treatment changed in result of erroneous results (provide details): no did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008352382-2023-00129 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there were false positives. The following information was provided by the initial reporter. It was reported by the customer that false positives occurred . Hazard, injury or erroneous results details did a death occ ur? No. Did an injury occur? No. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 7 false positives. If yes¿was patient treatment changed in result of erroneous results (provide details): no. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.7 - initial reporter addr 1: (B)(6).